Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use was observed. There was light amounts of blood on the loading and delivery device. The blue slide lock was dis-engaged and the white plunger was not depressed on the delivery device. The delivery device was removed from the loading device. The seal and tension spring assembly remained within the loading device. The seal was removed from the loading device. The seal was observed to be in tact, with no cracks or delamination. Measurements of the delivery tube were taken: inner delivery tube diameter was measured at 0.198 in., the outer diameter was measured at 0.221in . The length of the delivery tube was measured at 2.51 inches. The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device and the evaluation results, the reported failure "activation problem" was not confirmed. The analyzed failure "fitting problem" is confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal didn't deploy properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal didn't deploy properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.